Event description:
A malfunction alarm was reported with malfunction code 12, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.